Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hemopro2 adaptor had an electrical issue. During the pre-test, no beeping was heard. A new device was used, and the problem was resolved. The saphenous vein was harvested. The dissection tip was used as the primary method for dissection. The hemopro2 adaptor was inspected prior to use. No patient harm occurred. No delay was reported.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/05/2026. An investigation was conducted on 01/05/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. An electrical evaluation was conducted. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it did produce steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, extension cable, hemopro 2 and returned adapter cable; the reference device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. Based upon the evaluation results, the reported failure mode ¿electrical /electronic property problem¿ was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.